Event description:
Radiometer reference (B)(4). According to the complaint, on (B)(6) 2025, (B)(6) laboratory staff reported when running a sample on abl90 flex plus analyzer (serial no. (B)(6)) the patient ID field was holding patient ID from a previous patient and no option to amend or enter a new patient information. The issue was resolved by rebooting. On (B)(6) 2025, 7:53, sensor cassette was replaced due to no tests remaining, the issue with the patient ID fields was noticed when the laboratory staff started to run samples again post sensor cassette change. No reports of death or serious injury in this event.